Manufacturer narrative:
The evaluation was carried out at the manufacturer's service center on october 21st, 2016. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. After evaluation we found that one bolt in the upper posterior part of the knee joint disengaged. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that an axis screw came out the housing. No fall or significant injury was reported.